Event description:
Reportedly, the subject ICD could not be interrogated by programmer on (B)(4) 2017. The penultimate follow-up was performed on (B)(4) 2016 with smartview version 2.50. The patient was not followed up by remote monitoring system but the rf for remote monitoring setting was programmed on. Note that the patient is not pacing dependent. Following livanova recommendations, a recovery procedure was performed on (B)(6) 2017, resolving the inductive telemetry issue.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject ICD could not be interrogated by programmer on (B)(6) 2017. The penultimate follow-up was performed on (B)(6) 2016 with smartview version (B)(4). The patient was not followed up by remote monitoring system but the rf for remote monitoring setting was programmed on. Note that the patient is not pacing dependent. Following (B)(4) recommendations, a recovery procedure was performed on (B)(6) 2017, resolving the inductive telemetry issue.